Manufacturer narrative:
Patient information not available on the date of filing. System serial number and UDI not available on the date of filing. Initial reporter information not available on the date of filing. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a procedure some of the scans were cut off when moving to navigate. The site was using two CT scans that had been merged and both scans had portions cut off when shown by themselves. The site attempted to toggle each one on and off using the eye but this did not resolve the issue. This only occurred in the axial, coronal and sagittal views. There was no delay. The site was able to continue using the trajectory views. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. Has been updated with initial reporter name and facility name and address. Updated with the serial number of the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with received patient information. A manufacture representative went to the site to inspect the system. The system passed all tests and no parts were replaced. The system was functioning as intended. If information is provided in the future, a supplemental report will be issued.